Event description:
It was reported that "during insertion on jugular, the smaller dilatator broke inside the patient and one piece of it remained in. A small cut on the vein had to be done to be able to remove the dilator's piece left inside. Three suture points were needed to close it off. Risk that the dilator's piece would have migrated into the bloodstream. The piece of dilator was removed from the vein entirely. Once out the vein, the dilator broke off into even smaller pieces. As the swg was already in place, the second dilator (longer one) was used instead to successfully finalize the insertion of the cvc".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of dilator body separated during use cannot be confirmed by the photo as it revealed an intact dilator body. The dilator body appeared to be slightly bent in the photo; however, this was not reported by the customer and the exact details pertaining to how and when the dilator may have been bent are unknown. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The complaint of dilator body separated during use cannot be confirmed by the photo as it revealed an intact dilator body. The dilator body appeared to be slightly bent in the photo; however, this was not reported by the customer and the exact details pertaining to how and when the dilator may have been bent are unknown. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during insertion on jugular, the smaller dilatator broke inside the patient and one piece of it remained in. A small cut on the vein had to be done to be able to remove the dilator's piece left inside. Three suture points were needed to close it off. Risk that the dilator's piece would have migrated into the bloodstream. The piece of dilator was removed from the vein entirely. Once out the vein, the dilator broke off into even smaller pieces. As the swg was already in place, the second dilator (longer one) was used instead to successfully finalize the insertion of the cvc".